Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet stuck and wet with serum in the reported problem area of the pipetter assembly. Fse replaced tip clamp, plunger clamp and lld spring. The instrument was inspected, tested without further problem, and returned to service.